Manufacturer narrative:
Injector issues.

Event description:
The reporter stated there were injector issues with a competitor's lens. There was no patient contact. The reporter was unable to provide any additional info. If additional info is received, a supplemental medwatch will be sent.